Event description:
The case was difficult and the guide catheter may have not been adequately seated in the vessel. Upon advancement of the stent/balloon catheter, the stent came off the balloon into the left main. The stent then migrated downstream. The patient was taken to surgery for attempted removal of the stent and also CABG. However, the stent could not be located during surgery and retrieval was unsuccessful.